Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed a non-sustained right ventricular oversensing alert due to loss of capture on the right ventricular lead. No changes or intervention were reported. There were no patient consequences.

Event description:
New information noted that high capture thresholds were present on the right ventricular lead. Programming changes were implemented. The patient was stable throughout.